Event description:
It was reported that the shaft of the catheter was broken off. It was possible that the patient pulled it out. Per email received from the ibc representative on (B)(6)2019 ,, the broken fragment was removed by a cystoscope.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection observed the catheter was cut off into two pieces. The surface was normal in appearance with the presence of a smooth and clear cut. The catheter shaft looked like it has been cut by a sharp tools i.e. Scissors that could cause the catheter to split into two. The unit was inspected for the presence of oxidation, acid cuts, abrasions, external cuts or tears that could cause the shaft to cut. None of the conditions above were evident on the sample. How and when problem occurred could not be determined. Potential root cause for this failure mode could be due to lower latex/over chlorination/user related (pulling by user/ expose to sharp object). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.]" H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the shaft of the catheter was broken off. It was possible that the patient pulled it out. Per email received from the ibc representative on 3-sept-19, the broken fragment was removed by a cystoscope.